Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a shoulder cuff repair surgery, the footprint ultra anchor could not be tightened. The procedure was completed with non-significant delay using a smith and nephew back up device. The back-up device was used in the originally drilled bone hole. No further complications were reported.

Manufacturer narrative:
H10 additional information: b5 and h6 (health effect - impact code) updated.

Event description:
It was reported that during a shoulder cuff repair surgery, the footprint ultra anchor could not be tightened. The anchor was removed by pulling it out with the anchor rod. The procedure was completed with non-significant delay using a smith and nephew back up device. The back-up device was used in the originally drilled bone hole. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference (B)(4). H3, h6: the reported device was received for evaluation. A visual inspection of the returned device found that it is not in its original packaging. The insertion device, a single suture string and the fractured anchor were returned. The anchor is fractured at the suture window. All returned items have debris on them. This failure has been determined to be related to the reported event. A functional evaluation of the returned device finds it cycles as designed. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the storage requirements and applicable tests were appropriately specified. A material certificate of analysis was required for the raw material. The root cause has been associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. No containment or corrective actions are recommended at this time.